Event description:
The system was arcing. This issue will cause the system to shutdown un-commanded. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier power supply. The system operates as intended.